Manufacturer narrative:
Device was serviced at the customer site. During servicing, the knob was verified to be stuck. The knob was thoroughly cleaned and normal function was restored. The cause of the reported event was traced to improper cleaning of the device.

Event description:
It was reported that during set-up, the syringe driver knob was noted to be stuck. It was noted that bile salts had previously spilled during a previous perfusion and that the driver was improperly cleaned with a saline based solution. Cleaning was attempted to no success. Another device was utilized to proceed with the case.